Event description:
Ous MDR - it was reported that approximately 113 months after implantation, the patient received inappropriate shocks. The ICD recordings revealed artifacts in the ra and rv channels. The ICD and the ra lead were explanted. The linox lead could not be explanted due to strong adhesions. The lead was capped and a proximal section was explanted and returned.

Manufacturer narrative:
The ICD and the lead fragments mentioned in the complaint were available for analysis. During inspection of the setrox lead, signs of wear were apparent in multiple spots. At approx. 5 cm and 10 cm distal to the is-1 connector pin, the insulation showed damage due to wear. The type of damage suggests wear due to contact with the generator housing. Moreover, insulation was damaged on the setrox lead 35 cm distal to the is-1 connector pin, which given the characteristics is likely due to wear due to contact with the partner lead. These instances of damage are most likely the root cause for the artifacts in the ra channel observed. In the next step the linox lead fragment was examined. During which wear on the insulation was found 14 cm distal to the is-connector pin. The location and type of wear are characteristic of a massive mechanical load imposed on the lead by high levels of pressure on the generator housing with simultaneous friction. This damage could be the root cause for the reported artifacts in the rv channel and shock delivery. The ICD was subjected to extensive analysis. Analysis of the ICD memory data confirmed the clinical observation. Interfering signals were detected in the atrial and right-ventricular channels in the available iegms, which had led to repeated shock delivery. The ICD proved to be fully functional during the analysis. The production process for these devices was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.